Manufacturer narrative:
The reported events of high pacing lead impedance and failure to capture were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited high pacing impedance and failure to capture due to high capture threshold. The rv lead was replaced and the procedure continued with the new lead. The patient was stable throughout.